Manufacturer narrative:
A visual evaluation of the returned device revealed that the working length of stent was slightly torn. The push catheter was broken near the proximal end and it appeared that customer may have cut the push catheter assembly during procedure. The cap of the touhy borst was returned; however the touhy borst was missing. The suture hole at the distal end was torn. The guide catheter was stretched and broken at the proximal end. The broken proximal piece of guide catheter was stuck on the guidewire. The guidewire could not be removed from the guide catheter. There was no damage on the guidewire and was not a likely contributing factor towards the complaint event. It also appears that the guidewire was not removed by the customer prior to deployment activity as per the requirements in the directions for use which could have been a secondary contributing factor towards the complaint event. The distal broken piece of guide catheter and the suture string were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of an (B)(6) old male patient weighing 70 kilograms. During the procedure after access site achieved, the physician was unable to retract the guide catheter to deploy the stent. Additional force was applied to the guide catheter; however the stent could not be deployed. The procedure was successfully completed with another a flexima biliary stent system no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; slightly torn stent, broken push catheter and guide catheter.